Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the inner cannula was very hard to lock and unlock from the tracheostomy tube. Also, the dots on the inner cannula and tube did not align confirming the inner cannula was not safely locked in the tube. There was no patient involvement.